Manufacturer narrative:
No conclusion can be drawn since the customer canceled the call. However, no report of pt or staff injury was reported. This is a possible radiation occurrence.

Event description:
The customer reported that the 7900 system was having an intermittent problem with the diaphragm. No pt injury was reported.